Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (zest) for evaluation. The supplier reported that the abutment had plaque inside the broach and it fractured at the post minor thread. No material or product defect was noted. The complaint is confirmed. A singular cause cannot be determined. Device evaluated by MFR: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown.

Event description:
It was reported that the locator abutment inside of the implant. The implant was okay and the doctor finished the procedure with another locator abutment.